Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# va0zsu2, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported that patient had redness and swelling at battery site, and battery was extruding from skin. Patient had battery infection/extrusion. The hcp had the entire system removed and replaced at a later date. There was none environmental factors that was noted. The reported issue was resolved at the time of this call. The devices were discarded. The patient indicators for use are for urinary dysfunction sacral nerve stim and gastrointestinal/ pelvic floor/interstim. No further complications were reported/anticipated.